Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system had cubie failure. The cubie repeatedly popped out and would not stay locked in place. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device half height cubie pocket tray c6 cubie pocket did not latch. The field service engineer (fse) opened the drawer and observed that the lock latch on the cubie tray was stuck in the open position. Using test software, all pockets were ejected, and the cubie tray was removed. The trip mechanism was found to be locked, which kept the latch open. The mechanism was straightened, and a pocket was locked in and then released using the test software; however, the pocket would not lock again. The cubie tray was replaced, all pockets were reinstalled, and the firmware was updated. The drawer was tested using test software and functioned as expected, resolving the issue. The system functioned as intended after the field service engineer repaired the device.